Manufacturer narrative:
This report is filed on june 17, 2019.

Manufacturer narrative:
This report is submitted on march 18, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use and subsequently the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report.